Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient presented to the clinic to have his device checked. Interrogation produced no fault codes or other device issues; the clinician did not observe tones coming from the patient's device. Guidant received new information that the patient again has heard beeping tones emitting from his device, in random patterns and at random times. The patient claimed to not have been around any magnets to cause the device to beep.

Manufacturer narrative:
The patient will continue to listen for the tones and will report back to the clinician if the tones are heard again. The clinician can perform a save to disk and submit the information to technical services for analysis if unexplained tones are heard again. The device remains in service without further complication. Boston scientific received additional information that this device was explanted in 2010, due to normal battery depletion. A competitive device was implanted. The device was later returned. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B) (6) 2007) advisory population. This issue is discussed in the q2 2010 product performance report.